Event description:
"It was reported that on (B)(6)-2011, the patient underwent a posterolateral fusion at l2-3, l3-4, and l4-5 where rhbmp-2/acs was used in combination with autograft. Post-operatively, the patient's pain worsened. The patient underwent an MRI, which revealed bone overgrowth. A CT scan confirmed this finding. The patient has not recovered from his surgery and continues to have daily disabling pain that prevents patient from performing many basic activities of daily living. The patient has suffered injuries including an inflammatory reaction, heterotopic bone growth, chronic pain, and additional surgeries."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, the patient underwent CT scan of the dorsal spine and lumbar spine without contrast due to back injury. Impression: acute displaced fractures of the right l1-l4 transverse processes, left l2-l4 transverse processes, and the right twelfth rib at the costovertebral articulation. Multilevel degenerative change with the lateral and central canal narrowing or stenosis. Psoas margin asymmetry on the right which may be related to post traumatic origin. The patient also underwent CT scan of the abdomen and pelvis with contrast. Impression: lumbar spine and rib fractures. Right peripsoas retroperitoneal hematoma. No acute intra-abdominal or intra-pelvic abnormality is identified. On (B)(6) 2010 the patient underwent MRI of the lumbar spine without contrast. Impression: the marrow elements are of somewhat low signal intensity diffusely at all levels. These changes may represent a marrow replacement process. The common etiology is anemia. Shallow broad-based disc protrusion at l5-s1 resulting in mild effacement of the left s11 nerve root. Moderate degree of diffuse congenital spinal canal stenosis extending the length of the lumbar spine. There is resultant mild to moderate central canal stenosis at all levels of the lumbar spine. On (B)(6) 2011, the patient underwent MRI of the lumbar spine for low back pain radiating to both lower extremities. Impression: epidural lipomatosis is observed along the lumbar spinal canal. Marked central stenosis l4-5, l3-4, and l2-3. Moderate central stenosis l5-s1. On (B)(6) 2011, the patient presented with low back pain, which radiates into both legs. He also reported numbness/tingling. Impressions: neurological exam is significant for antalgic gait. Patient has radiographic evidence of congenital stenosis. Assessments: low back pain, spinal stenosis - lumbar region, radicular syndrome of lower limbs. On (B)(6) 2011, patient underwent CT scan of lumbar spine without contrast. Impression: congenital spinal canal stenosis superimposed over degenerative acquired disease of mild degree. Moderate central canal stenosis at l2-l3, l3-l4, and l4-l5. Moderate left neural foraminal stenosis at l5-s1. There is no convincing evidence of focal disc protrusion, though MRI is the more sensitive modality for evaluation of disc herniation. Patient also underwent with x-ray of chest. Impressions: no acute process on (B)(6) 2011, the patient presented with low back pain which radiates into both legs primarily in the l3, l4, l5 and s1 distributions, bilaterally but left worse than the right. Impression: neurological exam was within normal limits. Patient had radiographic evidence of severe multilevel stenosis. Assessment: a. Low back pain b. Spinal stenosis (lumbar region) c. Radicular syndrome of lower limbs. On (B)(6) 2011, the patient presented for pre-surgery discussion and brace fitting. Assessment: current problems- a. Low back pain b. Spinal stenosis (lumbar region) c. Radicular syndrome of lower limbs. On (B)(6) 2011, patient presented with pre-op diagnosis of severe multilevel congenital lumbar spinal stenosis from l2-l5. The patient complained of low back pain and bilateral leg pain. Patient underwent bilateral decompressive lumbar laminectomy at l2-l5 along with instrumented fusion. Per op notes, morselized bone from the spinous process and lamina were mixed in the bmp and placed in the posterolateral gutters. Synthes pangea titanium system was used. Both ap and lateral x-rays were excellent. No patient complications were reported. On (B)(6) 2011 the patient was discharged from the hospital. On (B)(6) 2011, patient underwent for x-ray of lumbar spine. Conclusion: status post laminectomy and fusion. On (B)(6) 2011, the patient presented for first post-op visit after lumbar bilateral decompressive laminectomy from l2-l5 and instrumented fusion. The patient also underwent bone growth stimulator test. Assessment: current problems- a. Low back pain b. Spinal stenosis (lumbar region) c. Radicular syndrome of lower limbs d. Other cellulitis and abscess. On (B)(6) 2012, patient underwent for x-ray of lumbar spine for low back pain, radicular syndrome. Conclusion: status post laminectomy and fusion. No significant changes compared to a previous study performed on december 9th. On (B)(6) 2012 the patient presented for a 2nd post-op visit. The patient continues to do well clinically and radiographically after surgery. On (B)(6) 2012, patient underwent for x ray of lumbar spine. Impressions: minimal degenerative retrolisthesis of l4 on l5 on the upright neutral projection that appears to dissipate with flexion and extension. Stable appearing fusion hardware l2 through l5. On (B)(6) 2012 the patient presented for a follow-up visit for low back pain. The spine examination showed that there was mild muscle spasm bilaterally in a symmetrical distribution in the paraspinous muscles of lumbar spine. The patient's medication neurontin was discontinued. On (B)(6) 2012, patient underwent MRI of the lumbar spine without contrast. Impressions: postsurgical changes compatible with posterior lumbar fusion from l2 through l5. Decompression laminectomy is identified from l2-l3 through l4. Moderate to severe central canal stenosis at l4-l5 of multifactorial etiology including congenitally shortened pedicles. Severe left foraminal stenosis and mild right foraminal stenosis at l5-s1 due to broad disc-osteophyte complex and facet arthropathy. These changes are new. No evidence of focal disc protrusion. Stable mild central canal stenosis at l1-l2. On (B)(6) 2012 the patient presented for a follow-up visit for low back pain, which radiates into both legs. Back symptoms continue to be less bothersome than the leg symptoms. On (B)(6) 2012, patient presented for a follow-up after CT lumbar. The patient underwent x rays of the lumbar spine. Impressions: stable lumbar spine status post posterior fusion from l2 to l5. No instability seen. The patient underwent CT scan of the lumbar spine without contrast. Impression: congenital spinal canal stenosis. Post surgical changes with posterior lumbar fusion from l2 through l5. Laminectomy is detected from l2 to l4. Severe central canal stenosis at l4-l5 due o exuberant facet arthropathy and congenital stenosis. Mild central canal stenosis at l1-2 which has slightly progressed. At l5-s1 moderate to severe bilateral foraminal stenosis is identified that is greater on the left. These changes appear to have slightly worsened. On (B)(6) 2012, patient presented with pre-op diagnosis of l1-l2 lumbar spinal stenosis. Patient underwent the following procedures: exploration of prior posterior lumbar fusion. Revision of posterior lumbar instrumentation. Bilateral decompressive lumbar laminectomy at l1-l2. No patient complications were noted. The patient also underwent intraoperative fluoroscopy due to pain. Impression: intraoperative fluoroscopy utilized during surgery on the lumbar spine. On (B)(6) 2013, patient presented for a follow-up visit and underwent x rays of the lumbar spine for post revision fusion status. Impression: there has been revision of the previous seen posterior spinal fusion. Bilateral spinal rods and pedicle screws demonstrate posterior spinal fusion of l3 through l5. There is also a posterior spinal fusion of l1-l2. Vertebral bodies maintain normal height and alignment. No evidence of significant disc degenerative changes. On (B)(6) 2013, patient presented with pre-op diagnosis of severe lumbar spinal stenosis, l4-l5. Patient underwent redo re-exploration of previous posterior lumbar fusion at l4-5 with decompressive lumbar laminectomy at l4 and l5. No patient complications were noted. The patient also underwent x rays for the intra-op view of lumbar spine. Conclusion: metallic markers in place at the l4 level and the patient have had a previous fusion from l3 through l5 with bilateral pedicle screws. On (B)(6) 2013, patient presented for first post-op visit and complained of left leg pain in the calf area x 3 days. The patient underwent x rays of the lumbar spine. Impressions: stable postsurgical changes with no complication. On (B)(6) 2013, the patient presented for 2nd post-op follow-up. The patient underwent x rays of the lumbar spine. Impressions: stable postoperative and degenerative changes of the lumbar spine compared to (B)(6) 2013. On (B)(6) 2013, the patient presented for 3rd post operative exam. He has increased pain with prolonged standing. He also reported some urinary urgency and pain which radiates into both legs. The patient presented for x rays of the lumbar spine compared with the study from (B)(6) 2013. Impression: stable lumbar spine status post extensive lumbar laminectomy and posterior fusion. Assessments: paresthesia, hyperesthesia, numbness; low back pain; spinal stenosis, lumbar region; radicular syndrome of lower limbs; spasm of muscle; other cellulitis and abscess: back. On (B)(6) 2013, the patient presented for a follow-up for low back pain. The patient underwent x rays of the lumbar spine for status of posterior lumbar fusion. Impression: no change was seen in the posterior lumbar fusion since the prior study in (B)(6). Assessments: post laminectomy syndrome, lumbar; paresthesia, hyperesthesia, numbness; low back pain; spinal stenosis, lumbar region; radicular syndrome of lower limbs; spasm of muscle. On (B)(6) 2013, patient underwent CT scan of the lumbar spine without contrast. Impressions: posterior fusion with bone grafts from l1-l5 new compared to prior at the l1-l2 level and revised at l4-l5 level. Hardware artifacts limit evaluation. L4-l5, interval decompression of the canal. Moderate neural foraminal stenosis there is similar. L1-l2, interval decompression of the canal. Mild to moderate left/mild right neural foraminal stenosis is similar. L5-s1, severe left/moderate right neural foraminal stenosis is similar. 5. Mild to moderate neural foraminal stenosis at l3-l4 and mild right neural foraminal stenosis at l2-l3 similar the prior. On (B)(6) 2013 the patient presented for a follow-up for low back pain. He has weakness in both legs. Neurological exam is significant for spasticity and hyperreflexia in legs. On (B)(6) 2013, patient underwent MRI of thoracic spine without IV contrast. Impressions: multilevel facet arthropathy and degenerative disc disease with mild spinal stenosis and cord impingement at multiple levels. Annular bulge, bilateral sub articular disc protrusions, and hypertrophied posterior elements causing severe spinal stenosis and cord impingement at t10-t11. Abnormal cord signal at this level be related to edema or myelomalacia. On (B)(6) 2013 the patient presented for a follow-up for low back pain which radiates into both legs. Neurological exam is significant for lower extremity spasticity and the patient also has thoracic stenosis at t10-11. On (B)(6) 2014 the patient underwent CT scan of the lumbar spine without contrast. Impression: limited study due to streak artifact metallic hardware as well as lack of intrathecal contrast. Stable examination. Extensive post operative changes of l1-5. No spinal stenosis. Multilevel foraminal narrowing predominantly due to facet hypertrophy.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a posterolateral fusion at l2-3, l3-4, and l4-5 where rhbmp-2/acs was used in combination with autograft. Post-operatively, the patient's pain worsened. In (B)(6) 2012 the patient underwent an MRI, which revealed "exuberant bone overgrowth." A CT scan performed in 2013 confirmed this finding. The patient has required extensive medical treatment. The patient has not recovered from his surgery and continues to have daily disabling pain that prevents him from performing many basic activities of daily living. The patient has suffered injuries including an inflammatory reaction, heterotopic bone growth, chronic pain, and additional surgeries.